Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A device history record review was performed, and it was determined that the manufacture of the device is not related to the reported problem of an overheating heater plate. An event history log review was performed, and there were no alarms, failure codes, system errors, keystrokes, programming, or use related events that would indicate or contribute to the reported problem. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. During the sample evaluation, a visual inspection, a return instrument test/evaluation (rite) electrical test, a rite functional test, and a simulated therapy were performed without noting any issues. Therefore, the cause of the reported problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer that experienced an overheated heater plate. It was unknown if the patient was connected at the time the overheated heater plate was discovered. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.